Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hypoglycemia with a blood glucose of 40 mg/dl confirmed by fingerstick, after which the patient ingested fast-acting carbohydrates and glucose rose to 101 mg/dl; the root cause was not provided. Symptoms included hypoglycemia. Outcomes included resolution of the low blood glucose after treatment and no hospitalization. Investigation included troubleshooting and education conducted by support staff. Investigation of this case revealed no device malfunction reported and no confirmed device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.